Event description:
Complainant indicated that during a routine shift check by a clinician the device displayed a "pace/defib fault" message and would not charge. Complainant indicated that there was no patient involvement in the reported malfunction.